Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they had a problem with the device yesterday. Patient stated that it was like it was misfiring the minute they got out of bed yesterday and when they stood up they started getting really bad jolts and it was hitting them in the right side of the vaginal area. Patient noted they changed the program last night to a comfortable level because it was so painful. Agent reviewed with patient therapy expectations. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient had a follow up appointment today with hcp. Patient reported unexpected stimulation on their right side of the vaginal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The reason for call was the patient reported that since they got the implant, they've messed with the settings a little bit. The patient stated they had itset when they left the hospital and it was fine for a couple of weeks and then all of a sudden, one day, it went wonky and was sending some really bad jolts when they got out of bed one morning when their foot hit the ground. Patient stated it was like having a cattle prod and that it was pretty uncomfortable. Patient stated they called their healthcare provider (hcp) office and told them about the issue and that the hcp office advised them at the time to shut the therapy off for a while and to then turn it back on and play around with the setting to see what setting helped the most. Patient services reviewed therapy expectations and programming considerations with the patient, and the patient stated that they were very happy with the therapy when they first got it and that they would say it was helping by 50% or greater, but they were having a problem where they constantly felt like they weren't emptying all the way and that if they were moving around after the thought they emptied their bladder, they'd go to stand up and move around and all of the sudden, they would have to go again and they didn't understand that. Patient confirmed that total incontinence and their bladder not emptying all the way was a part of their underlying urinary dysfunction that they had prior to getting the implanted system. Patient stated that they were told the amount of urine they were retaining in their bladder was "an average amount" but that presented a problem because when they moved or got up it would leak out. Patient stated they started out on program 4 at 1.3 ma since implant and at the time they had the shocking jolt and that since then they had gone to another program but then back to program 4 and that now they were at 0.7 ma. Patient stated that things seemed to be going ok since turning the therapy back on after the jolting, however in the past 2 weeks or so the leakage seemed to have gotten worse and that their pad seemed to always be "wet." The patient stated they also thought that some of the settings they had tried thus far had seemed to cause an issue with their bowels and wanted to know how that could happen. Patient services reviewed therapy expectations and device description/function with the patient as well as therapy indications and reviewed with the therapy was not indicated for stress incontinence and redirected the patient to follow up with their managing health provider to discuss their symptom concerns and to check the settings and to see if they could find a setting where they had good relief but less side effects with the bowels. The patient gave further information about their post-op appointment: patient stated they were supposed to go in for their post op appointment, but they hadn't been feeling well that day. Patient also mentioned they'd never gotten a wa llet for their external devices at implant, so patient services also sent a request to repair to send them a wallet case. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.